Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # (B)(4). The analysis found that one pce60a device was returned in good visual condition and with one (B)(4) cartridge reload present. The cartridge reload was received fully fired and in good visual conditions. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The knife reverse button force worked properly during testing.

Event description:
It was reported that during a lap right lower lobectomy, the jaws did not open after the 5th firing on the bronchial tube. The jaws were opened after the knife reverse switch and the manual override lever were used though it was unknown which function worked. As the deployed staples were formed properly, additional treatment was not required. The doctor commented that the battery had seemed to be dead on the way and the knife had not fully returned to the home position. Before the 5th firing, the device had been used on the lung parenchyma with blue cartridges (at the 1st, the 3rd, the 4th firings) and a gold cartridge (at the 2nd firing) without any difficulties. There were no adverse consequences to the patient.